Event description:
It was reported that the case occurred at xijing hospital. When the voyager balloon catheter was removed from the package, the balloon tip was found to have foreign plastic visible. Therefore, the device was not used on the pt. No additional event or pt info is available. During device analysis, a radial rupture in the middle of the balloon was revealed. Although, it was reported that the device was not used on the pt; the balloon had been inflated and there was blood present in the balloon.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet completed.